Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: a review of the pump black box data showed evidence that discharged batteries had been installed in the pump. During a visual inspection of the pump, the battery compartment was observed to be cracked below the bumper pad. No evidence of moisture was found in the battery compartment. During testing, current draws measured within specifications. The pump case was removed and a failed cold solder connection on the transceiver board was found. Unrelated to the complaint, investigation revealed that the pump case was cracked in several areas around the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.